Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed. The target lesion was located in the proximal right coronary artery. A 3.00 x 32 mm synergy xd drug-eluting stent (des) was deployed. However, a distal stent edge dissection occurred post-deployment. A 2.75 x 12 mm synergy xd des was then deployed to cover the dissected area. The procedure was completed, and no patient complications were reported. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified. Pre-dilatation was performed using a 2.50 x 12 mm non-compliant balloon. The stent was deployed at 16 atmospheres for 10 seconds. Additionally, the dissection was flow-limiting and graded as b, with high-pressure dilatation being the cause of the dissection. Post-dilation was performed with a 3.00 x 12 mm non-compliant balloon at 16 atmospheres. The patient status was stable post-procedure.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed. The target lesion was located in the proximal right coronary artery. A 3.00 x 32 mm synergy xd drug-eluting stent (des) was deployed. However, a distal stent edge dissection occurred post-deployment. A 2.75 x 12 mm synergy xd des was then deployed to cover the dissected area. The procedure was completed, and no patient complications were reported.